Event description:
It was reported that a patient's pacemaker exhibited intermittent loss of capture. A possible failure to find a threshold was noted. The device was explanted and replaced.

Manufacturer narrative:
Correction: e3 - previously was selected as other health care professional and has been corrected to nurse.

Event description:
Related manufacturer report number: 2017865-2021-06951. New information received noted that the patient was in stable condition.

Manufacturer narrative:
The reported field event of failure to capture was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.